Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm and loose drive support cap of the insulin pump. The customer's blood glucose level was 263 mg/dl. The troubleshooting was performed. The customer stated that the drive support cap is protruded and sticking out. The customer was advised to that the insulin pump will need to be replaced. The customer was advised to follow their medically prescribed back up plan.